Event description:
It was reported the colonovideoscope was not emitting light when the scope was plugged into the processor. The event occurred during a diagnostic colonoscopy, which was completed with an olympus backup device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.